Event description:
The clinician reports, that the implant was inserted (B)(6)2017 in fdi 11 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone and ridge augmentation was performed at time of surgery. On (B)(6)2018, loss of osseointegration of the implant was verified. Patient presented with bone type iii and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: bone qlty type iii, surface not covered with bone, inadequate bone quality / quantity, ridge augmentation.